Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported event but made mechanical adjustments to correct the problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon indicated that the universal surgical manipulator (usm) did not stop even after stopping the master tool manipulator (mtm). The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer observed that the movement was slightly greater than intended. The instrument movement did not stop right after mtm manipulation. There was no problem after the issue, so no action was taken. It did not happen with all usms. There were no external collisions. The issue was intermittent. The procedure was completed robotically with no patient harm.